Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the wake button was delayed in responding when pressed. Reportedly, the pump is functioning as expected. There was no impact to customers blood glucose level.